Event description:
It was reported that during testing, irrigation was not getting to the end of the handpiece. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.